Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, disability, impairment, has sustained permanent injury, permanent and substantial physical deformity, and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "complications associated with the proper implantation of the avaulta plus biosynthetic support system may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, abnormal bleeding, infection, mesh extrusion, pain during intercourse, dyspareunia, pelvic pain, vaginal bleeding, spotting, hot flashes, friable vaginal mucosa, mesh in the vagina (foreign body in patient), mesh exposure, vaginal pain, bloody discharge with clots, tiredness, headaches, urgency, blood, leukocytes in urine (hematuria), bacterial vaginosis, bacterial vaginitis, genitourinary device complication, urinary tract infection, urine loss, vaginal defect, urge urinary incontinence, pelvic organ prolapse, non-surgical and additional surgical interventions.